Event description:
It was reported that bd iag bc pro global wing air embolism. The following information was provided by the initial reporter, translated from french to english: circumstances of sur-venue / description of facts air embolism a peripheral venous line was placed I incident occurred on (B)(6) 2024 in the trauma department following a block clinical consequences observed transfer to hyperbaric chamber. After that, I can't prove the imputability of the system in itself, but I wanted to inform you. Also, could you meet our teams about the technique of handling catheters with wings? I will let you get back to me or my colleague (B)(6) in copy of this email.

Manufacturer narrative:
Two potential lot numbers provided (4046223 or lot 331467), therefore the lot number is unknown. Lot number 4046223 mfg 2024-02-21 exp 2027-01-31 lot number 331467 is not found. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Correction: designate type of reportable event as serious injury.

Event description:
None additional.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.